Event description:
Suspected intermittent atrial oversensing observed on these episodes. Does not appear to affect device function currently. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).